Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. The device event history log (ehl) was reviewed line by line. The investigation found that the rate set on line 947 was 40.0 ml per hour which was slightly more than half of the total reservoir volume 79 ml that was set on line 945. Therefore, when the pump emptied the reservoir in just under two hours, it was operating as it was programmed. The ehl also showed that seven days later the pump was turned on again and the reservoir volume was set to 50 ml at line 990 and the rate was set to 1.0 ml per hour at line 992. The pump was started and ran without issue for a total of 37 hours and 21 minutes. This shows the pump will run as programmed over multiple days. There is no evidence of the pump operating improperly or having any delivery accuracy issues. The pump performed as it was programmed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Per the circuit court of (B)(6) complaint received by smiths medical: on or about (B)(6) 2019, the patient received an infusion of the chemotherapy drug 5-fluorouracil (5-fu). According to complaint the patient was supposed to receive the infusion of 5-fu over a period of approximately 48 hours as prescribed by (B)(6) cancer care llc, but he instead received the full dose in approximately 2 hours, resulting in the patient having received an overdose of 5-fu. According to complaint, the patient "called (B)(6) cancer care ft. Payne office immediately after hearing the beep to inform them of what had occurred." According to complaint, no medical treatment was suggested at that time. According to complaint on or about (B)(6) 2019, patient presented to (B)(6) medical center south with symptoms that included gastrointestinal bleeding; and sores/ulcers all around his mouth, down his throat, and in his gastrointestinal tract. According to complaint the patient was then transported by ambulance to (B)(6) medical center's critical care unit, where he was in hospital care for approximately 9 days. According to complaint the treating facility (B)(6) medical center concluded that the 5-fu overdose had "decimated patient's bone marrow" and "his body could no longer make white blood cells or platelets".